Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds, intermittent oversensing, and low p-waves. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.